Event description:
Customer noticed that a 10ml syringe was cracked prior using it on a pt.

Manufacturer narrative:
Device is not available for evaluation. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level in relation to the total volume of syringes produced.